Event description:
During the atrial fibrillation procedure, continuous air aspiration failed to fully remove air from the sheath after catheter placement. The sheath was successfully exchanged, and the procedure was completed with no adverse patient consequences.